Manufacturer narrative:
The fractured surface of the bent tip suggests that it fractured due to bending overload. This report submitted (B)(4), 2011.

Manufacturer narrative:
This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event. User facility medwatch is attached. This report filed (B)(4), 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent hip revision procedure on (B)(6), 2011, due to infection. When the surgeon attempted to remove the well fixed stem, the threaded tip of the extractor fractured inside the threaded extraction hole of the stem. The surgeon then attempted to remove the threaded tip of the extractor using a removal instrument and the removal instrument fractured. The surgeon elected to leave the stem implanted and completed the procedure implanting an antibiotic spacer and a modular head component.

Event description:
It was reported that patient underwent hip revision procedure on (B)(6), 2011, due to infection. When the surgeon attempted to remove the well fixed stem, the threaded tip of the extractor fractured inside the threaded extraction hole of the stem. The surgeon then attempted to remove the threaded tip of the extractor using a removal instrument and the removal instrument fractured. The surgeon elected to leave the stem implanted and completed the procedure implanting an antibiotic spacer and a modular head component.